Event description:
The customer reported that the remote control arm (remote user interface/joystick) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available rendering the system unusable for its specific design. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation, the joystick was replaced. The system was then found to be operating as intended.